Event description:
The physician attempted to place a retrograde coronary sinus perfusion catheter several times and was unsuccessful due to the acute angle of the patient's coronary sinus and the prominent valve to the coronary sinus. When the catheter was removed, the balloon and the distal 2 cm of the tip had separated from the catheter and remained in the patient. After the patient was recovered from surgery, he was later sent to interventional radiology where the catheter tip was found in the pulmonary artery and removed.